Event description:
The customer called to report that she's been getting no delivery alarms for the past month and a half. The customer then stated that she was hospitalized for high blood glucose levels back in february, and her doctor didn't know what was causing her elevated blood glucose levels. The customer stated that when she experiences high blood glucose levels, she eats, then her blood glucose levels drop. The customer did not want to troubleshoot for high blood glucose levels at the time of the call. Advised the customer to call back at any time for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.